Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing possibly contributing to inappropriate event termination. It was also reported that the ra lead has a history of high threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.